Event description:
It was reported that the pt expired, due to unk reason. Date of pt's death and implant duration are unk. No further details were provided. Info learned for implant pt registry.

Manufacturer narrative:
Device not returned.